Manufacturer narrative:
D4 & h4: serial number, unique device identifier (UDI) and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that the medstation was not linking to (B)(6) logistics. A technical support specialist (tss) applied logic in place to send replenishments and orders for linfusion station to (B)(6) logistics was completed. The system functioned as intended after the technical support specialist troubleshoots the device.

Event description:
It was reported that when using the bd pyxis¿ es server medstation was not linking to (B)(6) logistics. The customer stated that they managed to get the medication from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.